Event description:
Per the clinic, open circuits were noted on 13, 9 and 7 electrodes (specific date not reported). The device was subsequently explanted on (B)(6) 2024. Reimplantation is planned but has not taken place as of the date of this report.